Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on both their atrial and right ventricular leads. During explant procedure, both leads had insulation breaches. A fracture was also noted on the right ventricular lead. The leads were successfully explanted and replaced. The patient did not exhibit any adverse events either prior to or during the procedure related manufacturer reference number: 2017865-2019-14534.